Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing without duplicating the report. An internal inspection resulted in no findings. Customer stated that the device was running on battery only during the event. Customer also stated that the device may have been to close to the mir bed during treatment but the exact distance is unknown. The ventilator operator's guide states: "you must place the ventilator behind the 130 gauss field line (approximately 2 meters to the bore opening of a 3t MRI magnet)." MRI conditional equipment - chapter 1 general information: "do not use the ventilator in an MRI environment with greater than 3t magnetic force." "You must secure the device to a suitable MRI-compatible cart -- zoll MRI roll stand; optional IV arm assembly." No fault found with the device. The device was recertified and returned to the customer. Review of the device activity logs did not observed any discrepancies. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician manually ventilated the patient to continue treatment. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.